Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023 h6: investigation summary: it was reported there were multiple defects with filter needles. To aid in the investigation, fifty-three samples in sealed packaging blisters and five photos were provided for evaluation by our quality team. A visual inspection was performed, for the missing shield and missing needle, this defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In these cases, the parts were not assembled. For the empty package, unassembled needle, bent shield and bent needle, these defects could occur if there was a jam at the packaging feeder. A device history record review was completed for provided material number 305211, lot 2088585. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile, single use the needle pierced the shield. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: - during the production process (in days 12.04-21.04.2023), packing operators identified needle packs with defects. The defects involve: - bent needle. - needle outside the needle cover. - a black spot on the needle cover. - incomplete packets (no needle and/or needle cover). - needles with defects in the amount of 129 pieces were disqualified.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in. Sterile, single use the needle pierced the shield. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: during the production process (in days 12.04-21.04.2023), packing operators identified needle packs with defects. The defects involve: bent needle, needle outside the needle cover, a black spot on the needle cover, incomplete packets (no needle and/or needle cover). Needles with defects in the amount of 129 pieces were disqualified.